Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.patient code (B)(6) is being used to capture the medical intervention performed of the device reprogramming which was previously reported.